Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss for over one hour. On (B)(6) 2023, the patient experienced hypoglycemia and lost consciousness. An ambulance was called, and the paramedics treated the patient with glucose until the patient was stable; there is no documentation about who called the ambulance. The patient recovered. There were no bg values documented. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.